Event description:
Customer reported five (5) elevated blood lead test results, ranging from 11.1 ug/dl to 47.6 ug/dl, obtained using leadcare ii that were later confirmed to be falsely elevated through venous blood sample testing. At the time of this report, the customer had not provided the testing report data. During troubleshooting, technical service (ts) identified that patient hands were not being washed prior to finger prick, which deviates from cdc recommendations for capillary blood collection for lead testing, as indicated in the leadcare ii package insert provided with each test kit. Ts advised the customer to follow the sample collection instructions in the leadcare ii package insert and provided the customer with a copy of the cdc recommendations for capillary blood collection for lead testing.